Event description:
It was reported via legal documentation that approximately 55 months after a right total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, joint pain, joint swelling and stiffness, loss of function, tissue damage, revision surgery, instability, and polyethylene liner dissociation. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: 3675845 188-00-07 - wedge plasma s/o sz 7 4905349 180-01-50 - nv crown cup clstr hole 50mm group 1 5119550 142-28-00 - cocr fem head 28mm +0 offset 12/14 the product associated with the reported event is within the scope of recall z-1729-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was the cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.